Event description:
Alaris pump tubing IV injection port. When attempting to administer medication through port, membrane was pushed in (as opposed to allowing needle to go into and administer meds) and medication began to come out of the port. Infusion immediately stopped, and the tubing was changed. There was no harm to patient.